Event description:
It was reported that stent fracture occurred. A 5.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during preparation, the distal tip of the stent looked bent and fractured. The device was replaced, and the procedure was completed using an alternate method. No patient complications were reported.